Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin pump went blank and received an unexpected restart alarm after inserting a new battery. The customer's blood glucose was 432 mg/dl at the time of incident. The customer stated that the high blood glucose was not yet treated during the call and will attempt to treat using the insulin pump. The customer stated that there was an external ram error alarm and auto off alarm found on the alarm history. The customer was able to resolve the issue by resetting time and date of the insulin pump and reconnect to the body. The customer confirmed that the insulin pump was functioning properly. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.